Event description:
It was reported to medtronic minimed that the customer experienced the dose button fell off and cartridge holder damaged. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-105elgyna, and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to dosing button. No physical damage to cartridge holder or inpen front shell. Found missing dosing window unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Inpen passed front cap investigation. No dust and debris were noted on the leadscrew or dose knob assembly during testing. In conclusion: inpen received without dose window. However, dosing button broken off was not noted. Therefore, the customer concern of dosing button broken off was not confirmed, however, other cosmetic damage was noted. Inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.